Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The slide insert was not visible from the viewing window and the linkage assembly was not in the not deployed state. The exposed portion of the cannula was not visible past the bottom housing of the device, also indicating that the device did not deploy. The original download data showed that the device ran for 56 pulses, 45 of which were first prime, before the device was deactivated. Time outs and drive stalls were observed in the original download data, but no alarms. The device was reset and paired to a pdm. The device attempted to complete first prime, but no pulses happened. The rerun data returned an 0x3d alarm typically indicating an internal leak. Upon investigating the drive mechanism, the top battery measured a 0 voltage. The shelf mode of the device was in specification, but upon checking the seal of the battery, the top battery failed. The top battery was found to be corroded, which is what caused the device to abruptly stop during operation, the battery to read at a 0 voltage and to fail the battery seal inspection; no other component of the device had corrosion on it. The source of the corrosion could not be determined. The cause of the 0x3d alarm generated during the re-run could not be determined. No other damages or deficiencies were observed during the investigation.